Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) is scheduled for an MRI tomorrow morning. Pt reported the device had not worked for quite some time since like november 2018. Pt reported the leads completely blew out. Pt mentioned they do not have controller anymore. Pt mentioned they need a brain MRI. Pt said their leads were in the neck area. Pt called back stating that the stimulator didn't work and that the stimulator hadn't been on or worked for probably almost five years. Pt stated that they didn't have any external equipment and that they didn't know what happened to it. Pt stated that they needed the ins charged and placed into MRI mode. Pt stated that dr. Miele's office was not calling them back; pt noted that dr. Miele implanted the ins. Pt stated that they were going to have surgery to have the ins removed, however they needed the MRI now. Pt stated that they were supposed to have the MRI tomorrow. Pt asked if a rep could meet them at their pcp. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pss re-opened the case to assign case to self and send an e-mail to the local reps. Pss then closed the case. No new information was received from a rep on 2022-aug-29.

Manufacturer narrative:
Product ID 977c290, serial/lot# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-jul-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported no tumor was ever mentioned. Issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.